Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-03477), was submitted on 12-march-2025. Upon receiving additional information, it was discovered that lot number was invalid on 21-march-2025. Additional information - this MDR is being submitted to include the below: h4: lot number to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly experienced an issue with their infusion set where the insulin flow was obstructed. The blockage was identified to be located at the insertion site of the infusion set. Patient replaced infusion set and resumed insulin successfully. No further information available.